Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced recurrent low blood glucose episodes while using the ilet, despite working with trainers and attempting to manage insulin delivery settings; no device alarms were reported and the issue was characterized as the cause unclear with hypoglycemia. Symptoms included hypoglycemia. Outcomes included troubleshooting with education and sensor replacement guidance. The investigation included a review of use history, training history, and customer support interactions. Investigation of this case revealed no device alarms or confirmed device malfunctions, and the issue remained indeterminate regarding device performance versus use-related factors. It was concluded that the cause was undetermined.